Event description:
Pt in sustained ventricular tachycardia during cardiac cath; attempt to synchronize rhythm; applied quick combo remote defib pads and monitor leads; sync depressed; attempted multiple times unsuccessfully to charge defibrillator; machine displayed "unable to charge," "check spo2 sensor." Called for assistance with new defibrillator; defibrillator turned off and on without success. Pt defibrillated x 1 with 200 joules successfully to normal sinus rhythm. Pt awake alert oriented; complaints of residual chest pain post defibrillation and anxiety related to the incident. Manufacturer believes it may be a user interface issue/programming issue. The way the defibrillator is set up and log parameters may be overloading the memory. Manufacturer will send clinical nurses to train staff.